Event description:
Laparovue visibility system (igloo) used during procedure became defective resulting in the trocar cleaner tip being dislodged in trocar. The tip separated from the plunger and had to be removed manually by the physician assistant (pa). All pieces were counted and removed from the field.